Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer was reported via phone call that the reservoir did lock in place into the insulin pump. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The customer also stated that the reservoir lip ring broke off at the top of the reservoir. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.